Event description:
Clinic notes were received for generator replacement. Notes indicate that the patient's device reached eos and high impedance was observed on (B)(6) 2016. Patient's device was reported to be disabled but no additional relevant information was received. No known surgical interventions have occurred to date.

Manufacturer narrative:
Date of event, corrected data: (B)(6) 2014. Initial MDR inadvertently reported the date of event to be (B)(6) 2016. The event date is determined to be (B)(6) 2014 based on additional information. Age at time of event: (B)(6). Initial MDR inadvertently reported the age at time of event to be (B)(6). The age at the time of event is determined to be (B)(6) based on additional information.